Manufacturer narrative:
The customer also reported that they have a 3 battery rotation and that they will perform some additional testing on the battery. Product in complaint will not be returned. Therefore, physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation is completed.

Event description:
It was reported that during patient use, the autopulse platform stopped performing compressions. The customer reported that at the time when this incident occurred, the autopulse was in use with a fully charged battery. The customer exchanged the battery and was able to continue compressions. No adverse patient sequelae was reported. No additional details were provided.